Manufacturer narrative:
This device is used for therapeutic purposes. Nim eclipse controller #945eclc, serial # (B)(4), MFR date 04/14/2012, nim eclipse patient module # 945opm660, serial # (B)(4), lot# 205845305 MFR date 04/21/2012, sd needle electrode nre1003, serial/lot # unknown, surgeon controlled probe spk1004, serial/lot # unknown. (B)(4). The device was not returned for evaluation. Method: no testing methods performed.

Event description:
It was reported that one day following a spinal fusion procedure for spondylolisthesis, a burn lesion was observed on the backside of the patient¿s thigh. Reportedly, ¿before the surgeon placed pre-gelled ground electrode on skin, he scrubbed patient¿s skin by sandpaper that packing with nim-eclipse pre-gelled ground electrode.¿ the duration of the surgery was approximately 5 hours. The nim eclipse system functioned as intended with no reported issues. Monopolar and bipolar electro-cautery (esu) devices were used for the procedure and the eclipse system alerted user of esu cautery detection. After the surgery the surgeon noticed some ¿abnormal¿ areas when they took off the electrodes. The following day a burn was noticed at the placement site of the pre-gelled ground electrode on the back side of the right thigh. Patient status is unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.